Manufacturer narrative:
(B)(4). Final device analysis of the receiver revealed no significant anomalies, receiver is functionally ok. Final device analysis of the extension revealed extension ok but insulation cut/melted. Final device analysis of lead revealed conductor/wire broken, broken conductor(s) at the proximal end of the lead (connector area). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that returned product indicated "disposal only".